Manufacturer narrative:
The investigation is still on-going. The results will be provided with a follow-up report.

Event description:
It was reported tha during use, an alarm "flow measurements are inaccurate" was generated and the expiratory flow waveform became a jagged waveform. In addition, a sound of gas coming out was generated from the exhalation valve. There is currently no reproducibility of this symptom. This product is currently in continuous use at this hospital. There was no patient injury reported.

Manufacturer narrative:
The investigation was based on the reported event and enhanced information including log file analysis of the affected evita v500 device. The logged entries confirmed a faulty cable harness flow sensor. The cable harness flow sensor is necessary to measure the expiratory flow, which is used for control and monitoring of the ventilation. In case the measurements are adulterated, influence on the ventilation is likely and an exceedance of set alarm limits triggers corresponding visual and audible alarms. As described in the IFU: if a fault is detected in the medical device, its life-support functions may no longer be assured. Ventilation of the patient using an independent ventilation device must be started without delay, if necessary, with peep and/or an increased inspiratory o2 concentration (e.g., with a manual resuscitator). There were no patient consequences reported. It can be concluded that the device alarmed as specified in order to alert the user. The replacement of the cable harness flow sensor is the correct measure and was performed on site by a service technician. The device is back in clinical use without any deviations. As result of a technical design change a modified sensor cables is available. The results of the investigation did not reveal any new risks which are not covered by the product risk management file.

Event description:
It was reported that during use, an alarm "flow measurements are inaccurate" was generated and the expiratory flow waveform became a jagged waveform. In addition, a sound of gas coming out was generated from the exhalation valve. There is currently no reproducibility of this symptom. This product is currently in continuous use at this hospital. There was no patient injury reported.